Manufacturer narrative:
This medwatch report is for the suspect device with lot number 22929722, expiration date 01/31/2016. (B)(4).

Event description:
Customer tested 6.4 inr on his coaguchek xs system using strip lot 22929722. Customer then retested within a few minutes on his coaguchek xs system using strip lot 23194922 and got a result of 2.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.